Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) allegedly did not sense the pt's ventricular fibrillation resulting in the pt's death. The physician also mentioned that the emergency physician was also on site and applied a cardiac massage. On the printout of the last episodes, after the pt died, there is a large signal on all channels at the same time together with small fibrillations. Due to the large signal, the small fibrillations were undersensed.

Manufacturer narrative:
According to available information, the device will not be returned to boston scientific, crm for analysis. Boston scientific, crm will provide additional information if it becomes available. (See scanned page).